Event description:
Twelve days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004 the pt presented to the cath lab and had a taxus express2 - 3.00 x 16 mm stent implanted in the left anterior descending artery (lad). It is noted heparin and plavix were started before the procedure and integrilin was given post-procedure. Pt was discharged with a regimen of aspirin and plavix. Twelve days later, the pt returned to the hospital complaining of chest pains and EKG changes. The pt was brought to the cath lab and was determined to have a subacute thrombosis in the taxus stent segment. The physician found the initial taxus stent in the lad to be 100% occluded. The physician then decided to place two taxus stents over the thrombosis, however, the physician only had one taxus stent in stock. The physician then decided to use a pixel stent for his second stent to place over the thrombosis. In addition, the physician found significant amount of clots in the lad, which required angiojet, and ptca. It is noted the pt has end stage cancer and the physician believes this could have contributed to their thrombosis. Pt status is reported as "satisfactory/good."